Manufacturer narrative:
Device component code is related to device problem code for the problem of carrier detachment. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a procedure on (B)(6) 2018. According to the complainant, during the procedure, the capio carrier broke. Nothing was left inside the patient as the broken piece was caught by the nurse. Another capio slim device was used to finish the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.